Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped insulin deliveries. Although requested, the customer was unable to provide more specific information regarding the events. There was no adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support regarding the issue, therefore no additional information could be obtained.